Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coiled cap of a small volume infusor was loose. The reporter stated that the coiled cap "turned around easier" than expected, but was not separated from the housing. This was noted before patient use. There was no patient involvement. No additional information is available.